Manufacturer narrative:
Investigation pending.

Event description:
Customer called to report a false negative urine pregnancy result. The false negative result was confirmed by a different reference method which gave a positive result. A female pt presented at the clinic with a history of pain and bleeding; pregnancy tests performed by the pt at home had been positive. The pregnancy test run at the clinic gave negative results. Due to the history and clinical suspicion the pt was sent for an ultrasound scan which showed an intrauterine pregnancy dated as being 10 weeks and 2 days gestation. The negative result was verified by several laboratory staff on the same urine sample subsequently.